Manufacturer narrative:
Section d4: the catalog # was corrected based on the returned product.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose levels. When removing the infusion set the customer noticed that the cannula was bent. The customer alleged that his occured with 21 infusion sets from the same box/lot.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states